Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Corrosion was observed on multiple internal parts as a result of fluid leaking from the internal tear. Due to the internal leak/subsequent corrosion, the data was unable to be recovered from the device. Corrosion was present on the pcb. The sma wire assembly was measured high and the batteries were measured low as a result of corrosion in the device. Because the data could not be retrieved, it could not be determined if a communication error during a hazard alarm occurred. It could not conclusively be determined whether the internal leak and corrosion led to the reported communication error during hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). A communication error occurred while wearing the pod on the abdomen for between 5 and 24 hours. As treatment, a new pod was applied.